Event description:
Multiple failures on multiple servo 300 ventilators of both the air and oxygen gas modules. Customer is concerned both by the frequency of failures and the fact that the modules smoke when they fail.